Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the plunger was confirmed as a posterior needle to cuff miss. The reported difficulty and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using two proglide devices via a 6f sheath after a carotid stenting interventional procedure. Reportedly, when attempting to deploy the first proglide, the plunger bounced back by itself; therefore, the needle was not deployed successfully. An attempted was made with a second proglide device; however, a suture break occurred when retracting the plunger; therefore, unable to knot. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay. The physician is reportedly trained in the use of the proglide device. No additional information was provided.